Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer experienced a blood glucose (bg) level greater than 400mg/dl and moderate levels of ketones. A manual injection was administered to address the bg level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion.